Manufacturer narrative:
It was reported that the device was explanted on (B)(6) 2020 and the patient was re-implanted with another device during the same surgery. This report is submitted on 17 august 2020.

Manufacturer narrative:
This report is submitted on 15 july 2020.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device. Reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report.